Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results: one captivator cold single-use snare was received for analysis. Visual analysis of the returned device revealed the working length detached; therefore, functional inspection was unable to be performed. No other device problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since functional inspection was not performed due to the condition of the working length that was found detached. Therefore, it was not able to verify if the loop was able to extend and retract correctly. It is important to mention that the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. According to the evidence, one of the possibilities that could have happened was that as part of the device manipulation during preparation, an excess of force was applied in order to get the device out of the package, causing the working length to get detached. Also, possibly during its actuation during the testing the analyzed damages could have been caused. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report numbers 3005099803-2024-00675 for the first captivator cold single-use snare, and 3005099803-2024-00676 for the second captivator cold single-use snare. It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyp removal during a colonoscopy procedure performed on an unknown date. During the procedure, the device did not cut as easily as they typically do. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report numbers 3005099803-2024-00675 for the first captivator cold single-use snare, and 3005099803-2024-00676 for the second captivator cold single-use snare. It was reported to boston scientific corporation that a captivator cold single-use snare was used for polyp removal during a colonoscopy procedure performed on an unknown date. During the procedure, the device did not cut as easily as they typically do. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.